Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during pre-use testing some areas of the cardiosave intra-aortic balloon pump (iabp) touchscreen could not be touched. No patient involvement. No harm is reported.